Manufacturer narrative:
Physio-control replaced the user interface pcb assembly. After the device passed functional and performance inspection, it was returned to the customer. The root cause was determined to be a cracked and shorted capacitor, designator c181, on the user interface pcb assembly.

Event description:
The customer contacted physio-control to report that their device had a blank screen and nothing was responding. During further evaluation, it was found that the device boot up sequence also would not complete. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The issue was isolated to the user interface pcb assembly. Physio will replace the user interface pcb assembly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a blank screen and nothing was responding. During further evaluation, it was found that the device boot up sequence also would not complete. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.